Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent loss of capture and oversensing on the right ventricle (rv) channel. The left ventricular (lv) lead was turned off. The patient had pacing inhibition greater than 2 seconds of asystole. There was also a fluctuation of rv pacing impedance ranging from 200 to 700 ohms. A new crt-d was successfully implanted by the physician. This device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.